Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer¿s blood glucose was 400 mg/dl at time of incident. The customer¿s current blood glucose was 435 mg/dl. Customer treated with injections for high blood glucose. Customer declined to continue troubleshooting. The insulin pump will be returned for analysis.